Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the lead was damaged. The lead was not used. The patient was in stable condition throughout the procedure.

Event description:
It was noted that there was an alleged malfunction related to the lead fastening mechanism. The lead was not used, and no patient consequences were reported.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The reported event of ¿the electrode malfunctioned in its fastening mechanism¿ was confirmed. As received, a complete lead was returned in one piece. The helix was retracted and clogged with blood/tissue. X-ray inspection found over-torqued of the inner coil at the connector region consistent with procedural damage. X-ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to helix mechanism issue reported in the field. The cause of the reported event was isolated to blood/tissue in the helix region and over-torqued of the inner coil. Visual inspection of the lead did not find any other anomalies.